Event description:
It was reported that the customer's pump screen was dark and would not turn on, with the red led flashing and the pump beeping and vibrating periodically. The customer's blood glucose level at the time of the issue was within the normal range at 7.6 mmol/l. Tandem technical support guided the customer through troubleshooting steps, but the pump still did not function, leading to the decision to replace the pump. The customer was informed about the replacement and instructed to return the faulty pump using a provided pre-paid label.